Event description:
Further follow up with the physician's office confirmed that the physician has not assessed what type of seizures the patient was having; however, the physician has noted improvement in the patient's condition over the past 3 weeks. It was noted that the patient's very non-compliant and was not taking medications properly. Additionally, the vns had been programmed to higher parameters to help mitigate the patient's seizures.

Event description:
The physician reported that the patient is reporting an increase in seizures every time the output current is increased. The physician mentioned that they are unsure if the patient is experiencing actual seizures or pseudo seizures. No other relevant information has been received to date.